Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. No product was returned, therefore no functional tests or inspections could be performed. No x-rays, scans, pictures, or physician's reports were provided. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. For these reasons, the root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2019-00078-1, 0001032347-2019-00079-1, 0001032347-2019-00080-1, 0001032347-2019-00081-1, 0001032347-2019-00083-1, 0001032347-2019-00084-1, 0001032347-2019-00085-1, and 0001032347-2019-00086-1.

Manufacturer narrative:
(B)(4). Concomitant medical device: biomet microfixation tmj system right narrow titanium mandibular component, 45 mm, catalog #: 01-6545ti, lot #: 817540a; biomet microfixation tmj system left standard titanium mandibular component, 45 mm, catalog #: 24-6546ti, lot #: 721710; biomet microfixation tmj system right fossa component, small, catalog #: 24-6562, lot #: 797600; biomet microfixation tmj system left fossa component, small, catalog #: 24-6563, lot #: 795320; biomet microfixation tmj system cross drive fossa screw, catalog #: 99-6577, lot #: ni; biomet microfixation tmj system cross drive emergency fossa screw, catalog #: 99-6587, lot #: ni; biomet microfixation 2.7 mm system emergency cross drive screw, 1 pkg, catalog #: 99-9948, lot #: ni; biomet microfixation 2.7 mm system emergency cross drive screw 1/ pkg, catalog #: 99-9950, lot #: ni; therapy date: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted in the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2019-00078 through 0001032347-2019-00086.

Event description:
It was reported by the patient that the patient is experiencing nerve damage on the right side that her surgeon said would go away but it hasn't. She is also experiencing misalignment of her teeth which makes it difficult for her to chew food like steak, numbness from the middle of the bottom lip to her right ear, and squeaking. Her surgeon informed her that her issues are likely due to her small anatomy. The patient did not receive any intervention for her symptoms. No additional patient consequences were reported.